Manufacturer narrative:
The customer noticed white film on some of the rinse mechanism nozzles and cleaned them. The customer had no further issues. Service took no action on the instrument as the customer had resolved the issue. Precision test results were within specification.

Event description:
The initial reporter questioned results for 24 patient samples tested for ise indirect na, k for gen.2 on a cobas 6000 c (501) module. The following results are examples of the type of results received for 5 patient samples: patient 1 initial na result was 161 mmol/l with a data flag. The repeat on another analyzer was 147 mmol/l. Patient 2 initial na result was 176 mmol/l with a data flag. The repeat result was 136 mmol/l. Patient 2 initial k result was 4.54 mmol/l. The repeat result was 5.00 mmol/l. Patient 3 initial na result was 159 mmol/l. The repeat result was 140 mmol/l. Patient 4 initial na result was 158 mmol/l with a data flag. The repeat result was 137 mmol/l. Patient 5 initial na result was 160 mmol/l with a data flag. The repeat result was 137 mmol/l. The initial results were reported outside of the laboratory. Upon completion of repeat testing, the results were corrected. The na electrode lot number was provided as u71 with an expiration date of 01-sep-2017. Clarification on the expiration date has been requested but has not been provided. The k electrode lot number was h41 with an expiration date of 23-dec-2020.

Manufacturer narrative:
Qc results were acceptable. The investigation determined the customer's action of cleaning the rinse mechanism nozzles resolved the issue. The investigation did not identify a product problem.